Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the external pulse generator (epg), was not functioning correctly due to a sensing issues, the epg passed all incoming tests. It was determined at analysis that the upper casing was found to be broken. The attachment ring and cover are missing, and the handle has a missing part. The epg was returned without repair. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg), was not functioning correctly due to a sensing issues. The device was returned to service and repair. There was no patient involvement.